Event description:
It was reported that the customer had a battery out limit alarm on the insulin pump. Customer stated that the pump alarmed during normal use. Customer also stated that she did not receive a low battery alert prior to the off/no power alert. Customer was advised that unattended alarms will drain the battery. Customer reported that there was a crack on the back of the battery case of the pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.